Event description:
The customer reported that a healthy pt sustained a 2 cm 3rd degree burn and a 0.5 cm burn (severity unk) to their right anterior thigh during a nasal conchotomy procedure for nasal benign disease. The 2 cm burn was treated immediately post-op by surgical excision, z-plasty and was closed with suture. It was reported to 3m that the burns were noticed by the surgeon at the end of the procedure. It was also reported that the pt was very hairy and that the plate was placed longitudinally along the thigh.